Event description:
The nurse of a (B)(6) male patient contact zoll customer support to report that the patient's belt was damaged with wires exposed. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt's distribution node (dn) to rear therapy electrode (te) cable was pulled from the dn, with wires exposed. The root cause of the damaged cable was unable to be positively identified, but appeared to be caused by physical abuse. No adverse event resulted from the damaged electrode belt cable. The patient received a replacement electrode belt.